Manufacturer narrative:
The manufacturer previously captured incorrect b5 verbiage, recall number which was corrected in this report. A device was returned to a third-party service center in reference to ds2adv in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There were zero error code found. The third-party service center concluded there was burned pca and device was not repaired.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There were zero error code found. The third-party service center concluded there was burned pca and device was not repaired.